Event description:
Between surgery procedures in main or, hosp has experienced in 5 anesthesia failures. Machine reads "expired or inspired reverse flow." Machine was pulled each time and manufacturer was notified. No patient harm occurred.